Event description:
The patient reported headaches and numbness in her arms after a trial procedure. It was reported that numbness in the left hand was present prior to the procedure. The surgeon decided to explant the lead.

Manufacturer narrative:
The explanted lead was discarded and will not be returned for evaluation.